Manufacturer narrative:
(B)(4).

Event description:
It was reported that an early sensor expiration occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2019. Data has been received for evaluation. The problem was not confirmed. A root cause could not be determined. No injury or medical intervention was reported.